Event description:
Reportable based on device analysis completed on 24-may-2022. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery. The 2.25 x 32mm synergy xd drug eluting stent was advanced for treatment but was unable to cross the lesion. The procedure was completed with another of the same device. There were no patient complications and the patient condition was stable. However, device analysis revealed stent damage.

Manufacturer narrative:
The synergy xd mr ous 2.25 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the proximal and distal sections of the stent were found to be lifted from their crimped position. The undamaged stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues.